Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer cannot recall their blood glucose reading. Customer was using energizer aa. Customer used new battery, but the display did not return. Customer states keypad was unresponsive. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. The pump was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. (B)(4).